Manufacturer narrative:
The analyzer serial number is (B)(6). The provided qc recovery data from the date of the event was acceptable. It was found that the target draw volume was 8 milliliters (ml), while the sample collected had a draw volume of 6 ml. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffé gen.2 (compensated) results for 1 patient sample on a cobas c 111 analyzer. The initial creatinine result was 1.13 mg/dl. The next day, the sample was repeated and the result was 1.15 mg/dl. The analyzer was recalibrated and an aliquot of the sample was repeated and the result was 1.58 mg/dl. A separate sample was collected on (B)(6) 2025 and tested at another laboratory and the creatinine result was 0.68 mg/dl.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.